Event description:
The actual residual volume was greater than the expected residual volume at the last two refills. It wasn't working for the pt. In 2009, 4 ml were expected and 13ml were present. Six months later, 3.3ml were expected and 11-12ml were present. The pump was replaced. The pt recovered without sequelae. The pump contained dilaudid 40 mg/ml, fentanyl 5 mg/ml, bupivacaine 30 mg/ml, and clonidine 300 mcg/ml.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.